Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. Pt stated that there was solution leaking from the cassette door upon removing the cassette. Pt was able to complete his treatment and had no adverse effects. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.